Event description:
It was reported while using bd texium¿ closed male luer with female cap, 0.12 ml there was separation. There was no report of patient impact. The following information was provided by the initial reporter: texium adapter got separated when the nurse tried to connect the patient to the IV access.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
It was reported by the customer that texium adapter got separated when the nurse tried to connect the patient to the IV access. One photo of material number 10012241-0500 was submitted for quality investigation. The photo submitted shows that the texium connector on the full assembly separated between the lower white portion of the texium connector and the upper green portion of the connector. The customer complaint of separation was verified by evaluation of the photo submitted. A root cause could not be determined because a physical sample was not provided. A device history record review for model 10012241-0500 lot number 23055091 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 04jul2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A an additional device history record check was conducted on the texium connector component. Based on the batch records showing no concerns for the product and the failed parts not being available to review for further failure analysis. No further action is required at this time. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information provided. Material#: 10012241-0500, batch#: 23055091. It was reported by the customer that texium adapter got separated when the nurse tried to connect the patient to the IV access. Verbatim: texium adapter got separated when the nurse tried to connect the patient to the IV access.